Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported that the insulin pump was losing a small amount of insulin. It came out the bottom of the reservoir. The customer pulled the plunger out instead of slowly unscrewing it. Customer's blood glucose level was 163 mg/dl. The device was not returned.